Manufacturer narrative:
The data logs were reviewed for the investigation of this event. They confirm that the patient's blood pressure dropped on the second day of support. Prior to that drop the pump was supporting the patient successfully with good flows and pressures. There were 15 minutes in which many suction alarms were triggered and then resolved. The pump itself was not returned for analysis despite many attempts at retrieving it. The root cause of the left femoral artery bleed and retroperitoneal hemorrhage was unable to be determined as no product was returned. The manufacturer is filing this report late due to an oversight. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide a supplemental medwatch report if additional information is received. (B)(4).

Event description:
An impella cp was placed on (B)(6) 2017 to support an (B)(6) female undergoing a complex valvuloplasty. The patient had many comorbidities inclusive of multi-vessel coronary artery disease. Upon insertion of the cp there was a slight bloody ooze when the oscor sheath was removed and the repositioning sheath was placed. With propping up of the repo-sheath the ooze was remedied. At some point on the (B)(6) the patient coughed and a clot was dislodged from the access site. This clot was indicative of a hematoma at the groin access site in the left femoral artery. The plan of care was to leave the cp in for support for several days due her complexity and medical comorbidities, despite the groin ooze and hematoma development. On the second day of support, the (B)(6) , there was a point where the patient was rolled in the bed and the groin ooze began again and was only remedied with propping up of the repo-sheath again. On the (B)(6) there was also a noted drop in the patient's hematocrit and hemoglobin (h&h) levels. There was a present nose bleed that was not able to account for such a drop. The h and h was 6 and 17. The team chose to transfuse 2 units of blood during the evening and 3 units in the overnight to remedy the h&h drop. The patient's condition continued to deteriorate. The physician diagnosed a retro-peritoneal bleed at the left groin, and chose to treat the patient for it on (B)(6) by a placing a covered stent in the left femoral via the opposing leg access and deploying the stent in an "up and over" method. The cp was explanted and the patient was monitored in the ICU. The patient did expire the following week due to multi organ failure.